Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that there was a spark when the device was plugged in.

Manufacturer narrative:
The device from this complaint was returned and evaluated at the regional service center. The returned unit was received in used condition with no physical damage. The unit was functionally tested and the reported issue of "sparked when plugged in" was not duplicated. The software on the device was verified and is up to date. Based on the available information, a root cause was not able to be determined as the reported issue is unconfirmed. The service history was reviewed for this device and no prior records were found. No corrective and preventive actions are needed at this time. Complaint trending information is reviewed on a routine basis and if a trend is observed, actions will be taken as necessary.

Manufacturer narrative:
Section b5 was updated with additional information received from the initial reporter.

Event description:
The customer reported that there was a spark when the device was plugged in. Additional information was provided on 11-may-2022 stating that there was no patient injury and no medical intervention given, no damage to the device caused by sparking and it did not require intervention to extinguish. No further details provided.